Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360-361 mg/dl. The suspected cause was not known. A system check was performed and a blockage at the cartridge tubing was identified. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.